Event description:
It was reported to philips that the monitor would not turn on and that the display was asking for a password. There was no reported patient or user involvement and no adverse patient/user impact.